Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was implanted on (B)(6) 2014 and their stimulation is not working in the area they need it to work. The patient needs the stimulation for their hands and arms, but it is not getting past their elbows no matter how high the turn up the stimulation. The patient was admitted to a clinic for reports of numbness, tingling and pain. The patient met with their manufacturer representative on (B)(6) 2014 and was given 4 settings to work with, but they are still having concerns with their therapy. At the same appointment, it was noted the wounds looked good and the staples were removed. On (B)(6) 2014, the patient met with their health care provider (hcp) and noted they thought their leads had migrated and an x-ray was taken however the results were unknown at the time of the report. The patient further noted they could feel the implantable neurostimulator (ins) vibrating in their chest. It was unknown at the time of the report if the stimulator was on. On (B)(6) 2014, the patient had a lead revision and is now receiving effective therapy.